Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. It was noted the returned device indicated a missing set screw and there was a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the setscrew of the implantable pulse generator (ipg) did not screw into the lead properly and a 'click' was not heard while utilizing the screwdriver. The ipg was not implanted. No patient complications have been reported as a result of this event.